Event description:
The user facility reported that the doctor performed a peripheral leg revascularization from a femoral contralateral approach. The intervention was successful, and he chose an angio-seal device for closure. Upon opening the angio-seal packaging, his tech noticed that the green arteriotomy locator and white introducer sheath were not clicking together securely. They attempted to pair the two multiple times before setting that device aside and trying another from the same box. The tech and physician confirmed that they did connect the two pieces facing "arrow to arrow" and they did not hear a click. The two pieces easily came apart without much force. The second device pulled from the same lot number had the same problem. At that point, the doctor decided to continue with insertion and deployment despite the potential malfunctioning pieces. He had his tech help him during insertion to ensure there was enough pressure from the back to hold the pieces together during the forward motion of insertion. They were able to successfully locate the artery and place the angio seal sheath correctly. The rest of the deployment went smoothly without issue. After deployment a small bruise did develop near the access site. The doctor stated he was not sure if that was due to the struggles during insertion or not. The patient was stable and successfully discharged the same day. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: device was not explanted . E3: occupation: lead technician . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device used during the case, for the first device used please refer to section h10 for the related report.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the locator, hemostasis sheath and header bag. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly were returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 47. Arteriotomy locator - d1. The complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).